Event description:
It was reported that a device alarmed for a system error 105. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device eval found that the system error 105 was caused by a failed motor (flex). The motor assembly was replaced.